Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's left hip was revised due to suspected trunnionosis. The rep was not made aware if trunnionosis was confirmed, and no intra-operative findings were reported to him. A 36 -5 metal head, accolade tmzf stem, and 36e 0° liner were revised. The devices are allegedly available for return, and the rep confirmed that no further information will be available.

Manufacturer narrative:
Additional information: update to device information. An event regarding fretting and elevated levels of cobalt in the hip involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), which indicated the devices were examined with the aid of a stereo microscope at magnifications up to 50x. Scratching consistent with contact against a hard object was observed on the articulating surface of the head. Damage consistent with contact against a hard object was observed on the distal rim. Debris was observed on the distal rim of the head. Debris was observed on the taper surface in addition to damage consistent with interaction with the stem. The taper and distal rim debris was collected and further analyzed using a scanning electron microscope (sem). A material analysis was conducted which concluded that damage consistent with contact against a hard object was observed on the head articulating surface and distal rim. Debris was observed on the distal rim of the head. Wear consistent with contact against the stem was observed on the taper of the head. The chemical composition of the head base material was consistent with an astm f1537 alloy. The distal rim debris, collected taper debris, and insert debris were further analyzed using a scanning electron microscope (sem). The chamfer debris was consistent with material transfer from the reported stem, the head base material, biological material, and the decontamination process. The collected taper debris was consistent with an oxide, corrosion product, the base material, material transfer from the reported stem, the decontamination process, and biological material. The insert debris was consistent with an unknown material, biological material, and the decontamination process. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the available medical records were provided to the consulting clinician for a review which concluded that, " review of this additional documentation does not alter the conclusions of my earlier report regarding the right total hip arthroplasty. The additional information regarding the primary and revision left total hip arthroplasty surgery similarly lacks documentation confirming trunnionosis as related to the symptoms leading to revision surgery. No surgical pathology, examination of the explanted components or imaging studies are available to evaluate this clinical situation. " device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported the patient's left hip was revised due to suspected trunnionosis and elevated level of cobalt in the hip. The available medical records were provided to the consulting clinician for a review which concluded that the review of this additional documentation does not alter the conclusions of my earlier report regarding the right total hip arthroplasty. The additional information regarding the primary and revision left total hip arthroplasty surgery similarly lacks documentation confirming trunnionosis as related to the symptoms leading to revision surgery. No surgical pathology, examination of the explanted components or imaging studies are available to evaluate this clinical situation. A material analysis was conducted which concluded that damage consistent with contact against a hard object was observed on the head articulating surface and distal rim. Debris was observed on the distal rim of the head. Wear consistent with contact against the stem was observed on the taper of the head. The chemical composition of the head base material was consistent with an astm f1537 alloy. The distal rim debris, collected taper debris, and insert debris were further analyzed using a scanning electron microscope (sem). The chamfer debris was consistent with material transfer from the reported stem, the head base material, biological material, and the decontamination process. The collected taper debris was consistent with an oxide, corrosion product, the base material, material transfer from the reported stem, the decontamination process, and biological material. The insert debris was consistent with an unknown material, biological material, and the decontamination process. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported the patient's left hip was revised due to suspected trunnionosis. The rep was not made aware if trunnionosis was confirmed, and no intra-operative findings were reported to him. A 36 -5 metal head, accolade tmzf stem, and 36e 0° liner were revised. The devices are allegedly available for return, and the rep confirmed that no further information will be available.